Event description:
A report was received that the patient underwent an ipg replacement due to charging difficulty. The physician didn't suspect an issue with the ipg. The patient is doing well following the revision.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.